Event description:
It was reported by the physician that the patient's implantable cardioverter defibrillator (ICD) has migrated from it's original location lying flat in the abdomen and has now shifted perpendicular, so the device is bulging out. A revision procedure will be completed at a future date. No patient complications have been reported as a result of this event.